Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was powering off during use. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began at approx 5:00 pm on (B) (6) 2010. It is not known when the pt had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the pt manages her diabetes with insulin (self-adjuster). Since the alleged meter issue began, the pt stated that she reduced her food/drink. It is not known if the pt continued or discontinued her medication. At an unspecified time after the alleged meter issue began, the pt claimed that she developed symptoms of "dizziness and blurred vision." It is not known if the pt attempted to test her blood glucose at the onset of her symptoms. The pt stated that she treated herself by having more food/drink. The pt denied using any other meter to test her blood glucose. Per smartscripts, the cca documented that based on the info that the pt provided, the subject meter's battery required replacement per the owner's manual recommendation. The pt did not have a new battery for the meter at the time of the call. Replacement meter and supplies were sent to the pt. This complaint is being classified as MDR-reportable because the pt claims, she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive a serious injury after the alleged meter issue began. However, there is no evidence that the meter was working improperly because the cause of the reported issue was resolved during the troubleshooting session.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.